Event description:
It was reported that during a left main (lm) and left anterior descending artery (lad) stenting procedure, after placement of the 3.5x23mm xience prime stent, the patient experienced a transient closure of the lad from a balloon induced dissection, resulting in angina and ECG changes. A 3.5x18mm xience stent was implanted to treat the dissection. Post implantation of the 3 xience prime stents in the lm and lad, the patient experienced angina, electrocardiogram (ECG) changes, and elevated enzymes. A myocardial infarction was diagnosed. The patient was treated with analgesics. On (B)(6) 2012, the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Stent: xience prime 3.5x18mm, 4.0 x12mm. Aspirin, clopidogrel. There was no reported product deficiency and the product was not returned. The reported patients effect of angina, myocardial infarction (mi), occlusion, and dissection, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.